Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h1, h6.

Event description:
Patient reported right side "no complaint against the device". Healthcare professional additionally reported "deflation". Healthcare professional later confirmed "no complaint against the right side device". Device has been explanted.

Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "patient is experiencing deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.